Event description:
A malfunction on the pump was reported by the customer, indicated by malfunction code 12, and although this issue occurred multiple times, no adverse impact on the customer's blood glucose level was noted. The customer decided to use multiple daily injections as a backup insulin therapy, and technical support arranged for a replacement pump to be sent, which included updated software and available training through their account. Instructions were provided for returning the malfunctioning pump, and the customer was informed about the replacement delivery, which was confirmed to have taken place.